Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Event description:
Litigation received. Litigation alleges pain, suffering, increased metal ions, and weakness.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update (2/14/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in hip and groin, as well as problems sitting and walking. Indications for surgery stated persistently elevated metal ions, even after revision of the other hip. Revising surgeon identified corrosion at the trunnion femoral head junction, and at the periphery of the metal liner. Femoral component was noted to be well fixed and aligned, as was the acetabular cup. Stated metallosis of the peripheral rim of the liner and cup and trunnionosis. Metallosis and corrosion harms added to complaint. No available metal ion labs to corroborate the stated elevations and allegations.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.